Manufacturer narrative:
The customer contacted a siemens customer care center and reported that discordant, falsely elevated cardiac troponin-I (ctni) results were obtained on two patient samples on a dimension rxl max with hm instrument. The customer reported that quality controls (qcs) were within acceptable ranges on the day of the event; the customer also indicated that replacements of the water system filters were overdue. Siemens guided the customer in performing a microclean decontamination. Siemens further investigated the issue and determined that a sample integrity issue, water flow rate issue, or contamination issue potentially contributed to the discordant, falsely elevated ctni results. Siemens determined that the water pump of the water system feeding the dimension rxl max with hm instrument was not properly maintained. The cause of the discordant, falsely elevated ctni results is unknown. The instrument is performing according to specifications. No further evaluation of this device is required. MDR 2517506-2019-00128 and the associated supplemental MDR were filed for the other patient sample impacted by this issue.

Event description:
A discordant, falsely elevated cardiac troponin-I (ctni) result was obtained on a patient sample on a dimension rxl max with hm instrument. The discordant result was reported to the physician(s), who questioned the result. The customer reported that the sample was repeated on an alternate non-siemens instrument and a result of <40 ng/l was obtained on the patient sample. The customer considered the <40 ng/l result to be a negative result and reported the negative result to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated ctni result.